Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 66-year-old male patient who had an impella cp pump implant, experienced low pump flow and bleeding from the access site (hematoma). The medical staff repositioned the pump in order to improve the pump flows. The left ventricle appeared to be empty but suction continued. Ultimately, the medical staff had to explant the impella cp and replaced it with a new pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the low pump flow issues has been completed. The device was not returned for investigation. According to the clinical, major access site bleeding occurred after repositioning the sheath, and suction and low pump flows were recorded after prepping the patient for the ICU. The most likely cause of the major access site bleeding was anticoagulation management, and the cause of the low pump flow was most likely patient condition.